Event description:
A surgeon reported that back flush was unable to be used and a system message displayed when aspirating the posterior capsule in I/a (irrigation/aspiration) mode. It was noted that the pack "was reused to the four case". The procedure was able to be completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).